Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's left ventricular (lv) lead tripped a lead safety switch for high out of range pacing impedances; low intrinsic r-wave measurements were also recorded. A request for additional information was made but none was provided. There were no adverse patient effects reported. The lead remains in service.